Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing was observed. Programming changes were made and the issue was resolved. Patient is in stable condition.